Manufacturer narrative:
UDI: (B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a couple hours after the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) the patient received inappropriate shocks due to t-wave oversensing. It was reported the patient received a total of 90 shocks from the device which resulted in the battery depleting to 5% remaining. The device was programmed off and the patient was monitored with an external defibrillator. The patient subsequently expired four days after the implant. The physician felt heart failure was the contributing factor in the patient's death.